Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported when attempting to advance the catheter and inner sheath over the wire we meet resistance at the tip of the catheter such that the catheter is unable to advance further/the wire cannot pass the resistance. Upon inspection there appears to be a defect in the end of the inner catheter. This has occurred on three such catheters from the same lot. There was no harm to patient. This report addresses all three devices.